Manufacturer narrative:
B3 date of event: estimated date of event is april 2025. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient that the 72r electrodes irritated her skin. The patient advised she has skin allergies and latex allergy. The 72r electrodes made her skin itchy and gave her raised blisters. The patient took a break from treatment and took oral medication from her primary care physician. The patient did not contact her surgeon. A new replacement 63b electrodes were sent to the patient. Later, the patient confirmed that the oral medication prescribed by her primary care physician was related to skin irritation. No further consequences were reported. 72r electrodes were not returned.

Event description:
It was reported by the patient that the 72r electrodes irritated her skin. The patient advised she has skin allergies and latex allergy. The 72r electrodes made her skin itchy and gave her raised blisters. The patient took a break from treatment and took oral medication from her primary care physician. The patient did not contact her surgeon. A new replacement 63b electrodes were sent to the patient. Later, the patient confirmed that the oral medication prescribed by her primary care physician was related to skin irritation. No further consequences were reported. 72r electrodes were not returned.

Manufacturer narrative:
The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Ebi will continue to monitor for trends.